Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Primary procedure, left mako total knee. It was reported that the checkpoint broke off on extraction from patient's tibia. Part of the pin was left in patient's bone as surgeon reported no patient harm was caused by leaving it.

Manufacturer narrative:
Reported event: it was reported that the checkpoint was broken and could not be removed product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 12152017-1 and accepted into final stock on (B)(6) 2017. No non-conformances were identified during inspection. Refer to attachment for further details complaint history review: a review of complaints in catsweb and trackwise related to p/n 111645, lot number 12152017-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Primary procedure, left mako total knee. It was reported that the checkpoint broke off on extraction from patient's tibia. Part of the pin was left in patient's bone as surgeon reported no patient harm was caused by leaving it.